Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The embolization coil was detached from the pusher assembly and not returned for evaluation. The proximal constraint sphere was inside the distal detachment tip (ddt). Conclusions: evaluation of the returned device revealed the embolization coil was detached. This likely occurred due to a fractured stretch resistant (sr) wire. If the ruby coil is forcefully withdrawn against resistance, the sr wire may fracture, allowing the embolization coil to detach. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician delivered a pod coil into the aneurysm and then attempted to deploy a ruby coil next. While advancing the ruby coil through a lantern delivery microcatheter (lantern), the physician met resistance and attempted to resheath the coil. While the ruby coil was being retracted, it unintentionally detached and part of the ruby coil remained in the lantern, while the other part remained in the sheath. The physician removed the lantern from the patient and then removed the sheath from the lantern in order to remove the rest ruby coil. No additional coils were placed because the physician concluded that the varices were packed enough. There was no report of an adverse effect to the patient.